Manufacturer narrative:
UDI not available as product manufactured before september 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow-up, high ventricular rate episodes were observed. Upon review of the episodes, it was evident that the episodes were due to rv lead noise. Further review confirmed the noise as external or from lead fracture. Programming changes were made. The patient was stable and will continue to be monitored.